Event description:
A customer contacted beckman coulter (bec) to report that there was a false low clenz message generated by the coulter lh 780 hematology analyzer after replacing a new clenz pack and there were low vacuum errors generated after restarting the instrument. The bec field service engineer (fse) reported that there was a clenz leak of an undetermined volume within the instrument. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. It is unknown whether the material safety data sheet (msds) was reviewed or not. It is unknown if the laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
Further review determined the date of this report is (B)(4) 2013.(describe event or problem) - the customer confirmed that the laboratory facility does have an exposure control/risk management plan in place.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced control valves cv48a and cv31b, resolving the error messages and the leak from the waste chamber (vc26). Vc26 is the waste chamber that collects waste from the flow cell. Cv31b is located at vc26 drain line to the main waste. Its function is to prevent backflow from the main waste line into vc26. C48a is located at the backwash tank drain line to the main waste. Its function is to prevent backflow form the main waste line into the backwash tank. Failure mode is related to cv48a and cv31b. The failure of cv31b led to a leak from vc26. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
This is a follow up report. Updated information (09/06/2013): the customer confirmed that there is an exposure control / risk management plan in place at the laboratory facility.